Event description:
Customer reported via phone call that buttons on keypad were stuck. Customer reported that upon changing batteries, an unexpected restart alarm was received. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.